Manufacturer narrative:
Device not available for return. Investigation in process, but not complete.

Event description:
Patient in operating room with fx mandible hardware (rt) with malocclusion. Patient had surgery on (B)(6) 2011. Patient is requesting the hardware be removed today and to be sent back to manufacturer. The system is the (B)(4) midface kit.